Event description:
It was reported the patient received an inappropriate shock from the device. Follow up attempts were made to gain additional information on the patient and the device, but they were unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).